Event description:
It was reported that the user could not locate the rewind function because the ilet was locked, preventing access to the ¿change cartridge and tubing¿ option, while connected to the body; education was provided on unlocking the device to proceed, and the event was associated with user procedure difficulty involving the plunger component. Symptoms included hyperglycemia, with the user reporting a high glucose reading and no ketone testing or back-up therapy used. Outcomes included no health consequences or clinical impact, no medical intervention, and assistance from a household member during a supply change. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to failure to follow instructions, consistent with an incorrect procedure involving the plunger component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error contributing to the event.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.